Event description:
It was reported the patient was implanted with an unknown ams sling on an unknown date. The patient experienced recurring incontinence and was implanted with an alternative continence device on (B)(6) 2016. The level of incontinence was worse than prior to the sling being implanted. No further patient complications were reported in relation to this event.